Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Unknown if (B)(4) was broke prior to or during surgery. Noticed on xray that thread from inserter protruded through cup. We pulled out of patient and opened another tray. Everything worked fine on second inserter. Appeared that threads were too long on impactor that did not work. Took inserter out of service.

Manufacturer narrative:
An event regarding excessive thread length involving a universal acetabular shell impactor was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspections found to be in used but good condition with no signs of abuse or misuse. In addition, dimensional inspection confirmed that the threaded stud protrusion past the impaction shoulder feature of the handle assembly was not within specification. -medical records received and evaluation: clinician review was not performed as there is no indication that the event was related to patient factors. -device history review: -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review found one other similar event reported for the subject manufacturing lot. Conclusions: the investigation determined that the reported failure has been previously investigated. Further investigation concluded the root cause to be supplier manufacture.

Event description:
Unknown if (B)(4) was broke prior to or during surgery. Noticed on x-ray that thread from inserter protruded through cup. We pulled out of patient and opened another tray. Everything worked fine on second inserter. Appeared that threads were too long on impactor that did not work. Took inserter out of service.